Event description:
It was reported that customer was stating that this was not a 3 way and needs item return. Per follow up via phone (B)(6)2023, there was no issue with the product itself. Customer stated the distributor had the product listed incorrectly on the site for ordering. Per sample form received on (B)(6)2023, it was reported that the medline distributor had a 3 way catheter listed as a 2 way catheter on medlines website. Also stated that they never filed a report with bd and that they filed with medline to fix the item description.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against product. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that customer was stating that this was not a 3 way and needs item return. Per follow up via phone (B)(6) 2023, there was no issue with the product itself. Customer stated the distributor had the product listed incorrectly on the site for ordering.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.